Event description:
It was reported that during an open sigmoidectomy, the device was locked out. The staple height was blue. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Batch # m52x35. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 10 drivers up and the remaining drivers were down with staples present. In addition the cartridge desk was damaged making the reload nonfunctional. This damaged is consistent with the device being clamped over a hard object. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.